Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00225 on 31-aug-2021. Additional information (03-sep-2021): siemens further investigated the issue and determined that the original sample was processed two more times to confirm the accurate result and results of 9.9 ug/ml and 9.7 ug/ml were obtained on the same sample. Calibration and quality controls recovered within conformance on the day of the event. Reagent contamination has been ruled out and there were no process errors at the time of the discordant result. Quality controls was in range and no issues were observed with other patient samples, indicating that the instrument and reagents were performing acceptably. Sample integrity and preanalytical variables potentially contributed to the discordant, falsely depressed vancomycin (vanc) result. The investigation findings code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The reagent probes were cleaned using sodium hydroxide and acid and probes were primed 30 times. Then, the reagent 1, reagent 2, sample 1, and integrated multisensor test probes were autoaligned. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced and aligned sample 1 (s1) mixer, drain and probe. Then, the cse ran service method tests and mixer diagnostic align test and results recovered acceptably. Lastly, the cse ran quality control (qc), which recovered within acceptable ranges. The cause of the discordant, falsely depressed vanc result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was reprocessed on the original instrument and the repeat result recovered higher than the initial result. The repeat result was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.